Event description:
During a ureteroscopy and laser lithotripsy with stent exchange, a holomium laser was being used. During use it was noticed that the laser fiber was broken. The laser went through the surgeon's gown as well as the sterile drape. That patient was not burned nor was the surgeon. The laser fiber was replaced and worked well for the remainder of the case.